Manufacturer narrative:
The report of pain at the ipg site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issues. (Note: reason for leads/anchors explant documented under related manufacturer reference number: 1627487-2023-05284, 1627487-2023-05285, 1627487-2023-05287).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.